Manufacturer narrative:
A united states customer contacted a siemens customer care center. Quality controls and calibration were acceptable on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site multiple times and checked the photodiode and sample meter titration. Both were acceptable. The customer reported receiving clot errors. The cse also replaced the clot check printed circuit board (pcb) and the sample tubing. The clot reference and clot check test were run 20 times. The clot check was acceptable. A pump titration test on the small syringe pump passed. The cse also ran a level sense test 20 times and it passed. The customer indicated that tac samples are processed in small sample cups (ssc) and verified the sample probe alignments. Siemens suggested, as part of troubleshooting, the customer run the samples in standard cups. The customer still had precision issues. On a subsequent visit, the cse aligned the ssc depth, reagent probe 1 (r1), reagent probe 2 (r2), and the heterogeneous module (hm) probes. Qc recovered acceptably. The cse ran a precision test on qc levels 1 and 3, and on 3 patient samples. Both qc levels were precise. Results for one patient demonstrated imprecision. The cse returned and replaced the photometric sampler, the r2 ultrasonics, and the pcb motor 3. The sample arm was aligned, the probe depth was set, and r2 was aligned. System check was run twice; both checks were acceptable. The cse replaced the calibrator and reagent with new lots and results improved. Siemens is investigating the issue.

Event description:
Three tacrolimus (tac) results were obtained on 1 patient sample from a dimension exl with lm instrument. None of these results were reported to the physician(s). The customer was not able to provide the correct result. There are no known reports of patient intervention or adverse health consequences due to the tac results.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2022-00056 on 24-feb-2022. Additional information (24-feb-2022): a siemens customer service engineer (cse) was dispatched again to the customer's site. During this visit, the cse replaced the reagent probe 1 (r1) and reagent probe 2 (r2) tubing at the pump panel from the syringes to the valves. The cse ran titration at the r2 pump motors. The flush and metering pump percentages to and from the pump were acceptable. The cse also determined that this customer uses 4 milliliter (ml) tubes for sample testing. Therefore, the 4 ml tube was used to set the small sample cup (ssc) alignment. A new tacrolimus (tac) reagent lot was placed on the instrument and a correlation study was performed. The newer lot produced higher results than the prior lot and recovered as expected. Siemens further investigated the issue and isolated that running patient samples in the ssc's produced tac assay issues. Therefore, alignments were performed for the sample, r1 and r2 arms, and the ssc depth for the sample probe. The new sample arm assembly did not align to gauge for the cuvette. The photometric sampler was loosened and adjusted to set this alignment. All of the other points of the sample arm were realigned accordingly. The ssc depth was then adjusted. The temperatures of the hetergeneous module (hm), the reagent tray 1, the reagent management system (rms) reagent tray, and the hydration station were all calibrated. The analyzer was then allowed to equilibrate. Tac quality controls (qc) were performed from the sscs and the recovery was acceptable. Tac calibration with the new alignments in place was successful. Quality controls (qc) were run 5 times for each level after the calibration. Patients were run 4 times from both the sample cups and the sscs. The qc and the patient comparisons were acceptable. Siemens further investigated the issue. Siemens determined that the photometric sampler was worn out. The cse repeated the alignments, with particular attention paid to the ssc to sample alignment. The results meet the customer's expectations. The customer is using the instrument without issues. The malfunction of the photometric sampler and alignment issue contributed to the different tac results. The instrument is performing according to specifications. No further evaluation of this device is required.